Event description:
It was reported that during an lar procedure, the device was dialed down but after firing the resident was unable to remove the device. The resident had to pull the device out causing damage to the staple line. The patient received a temporary colostomy, but since has been reversed.

Manufacturer narrative:
Date sent: 11/19/2008. Info anticipated, but unavailable at this time.